Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not received yet at our facility. A device history record review could not be conducted since the lot number was not provided. Customer complaint cannot be confirmed, based only on the information provided. In order to perform a correct investigation and determine the source of the alleged defect , it is necessary to evaluate the sample involved in this complaint. A CAPA was opened to perform a further investigation this issue. CAPA (B)(4) is currently under effectiveness verification. If the device sample becomes available at a later date this report will be updated.

Event description:
Customer complaint alleges "the clear adaptor does not fit the flow meter properly, it is quite difficult to fix it to the flow meter. The thread inside is getting defective very easily, due to this the device is unusable." No report of patient involvement.